Event description:
It was reported that pump experienced malfunction alarm with malfunction code 12 and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, successfully reset pump without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if malfunction appeared again, which customer acknowledged and understood.